Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the second firing with a white reload the device locked up. The rep reported that the device did have power but not staples were deployed and the blade did not cut tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed as intended and no reload was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information provided: on what tissue type was the device used? Jejunum was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No on which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. If echelon, during which stroke did the event occur? Na. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Just locked out. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Obesity. Does the patient have any relevant history of surgical treatments? If so, what? Asku. How long has the surgeon been using this device for this procedure (in years)? 5 months. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? None deployed. Was the staple line incomplete or did it exceed the cut line? No staple line. Was the patient taking any anticoagulants or dvt prophylaxis? Asku.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.